Event description:
It was reported the patient's blood glucose level (bg) rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was placed.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. The adhesive pad was not returned with the device. The adhesive welds were inspected & no abnormalities were seen. The cause of the reported adhesive failure could not be determined.